Event description:
New information notes the lead exhibited loss of sensing. The device was explanted during an unrelated procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 8.0 cm to 8.3 cm from the connector pin, exposing the outer coil, due to friction with the device can.

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly. The lead was capped and replaced.